Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 64.6cm. The reported event of inadequate capture was not confirmed. The reported events of the bent helix and helix mechanism issue were confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when connecting the right ventricular lead to the implantable cardioverter defibrillator, the lead exhibited a slight rise in capture threshold. After closing the pocket, the lead was tested again and the threshold had increased significantly. The lead was attempted to be repositioned, but the helix was unable to be extended. The lead was explanted and replaced. Upon examining the removed lead, it appeared that the helix was bent and the end of the lead had an odd curve to it. The patient was in stable condition.